Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.

Event description:
During a lung volume reduction procedure, the knife blade disengaged during reloading. Surgeon applied another unit. Hosp reported that no pt injury had occurred.